Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the electrode belt connector was broken, damaging internal wires. The inability to perform incoming testing was due to the damaged belt receptacle. The cause of the damaged connector receptacle cannot be positively identified, but is likely excessive force placed at the connector while an electrode belt was attached. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing monitor sn (B)(4), incoming testing was unable to be performed. The last pt to use this monitor did not report any deficiencies.